Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant, falsely elevated sodium (na) results on multiple patient samples on an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced dilution pump seals, baseline valve and ion selective electrode (ise) seals; checked ise connections and baseline filter; back flushed baseline fluid with di water; decontaminated buffer line; removed debris and flushed dilution bowl; secured valve connections; ran ise calibration and quality controls, resulting acceptably. The cause of the discordant, falsely elevated na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on multiple patient samples on an advia chemistry xpt instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.